Event description:
The reporter noted: "there was a hole in the integra bilayer matrix wound dressing's foil packaging. Fluid was noted between the foil package and plastic package. The fluid was not leaking out of the plastic package. There was no pt contact and a 5 minute delay in surgery due to this. Additional info has been requested regarding lot # and product return status.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.